Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a CT scan confirmed that the atrial had perforated through the lateral wall of the patients atrium. The lead was explanted and replaced.